Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit shuts off during cases. It was further reported that there have been no reports of any adverse consequences to pts.